Event description:
It was reported the deep brain stimulation (dbs) patient experienced a return of their tremor and bradykinesia. All monopolar impedance measurements were observed to be out of range. The patient underwent a revision procedure to replace the implantable pulse generator (ipg).

Event description:
It was reported the deep brain stimulation (dbs) patient experienced a return of their tremor and bradykinesia. All monopolar impedance measurements were observed to be out of range. The patient underwent a revision procedure to replace the implantable pulse generator (ipg).

Manufacturer narrative:
The returned ipg was linked to a clinician programmer (cp) and high impedance measurements were observed. X-ray inspection of the ipg revealed a fractured feedthru ground wire. Engineers concluded the cause of the high impedances and the resulting impact to the patient therapy was the result of the fractured/broken proximal feedthru wire that connects to the case of the ipg. If the proximal feedthru wire that is connected to the case is compromised, stimulation capability will be compromised (as well as MRI immunity) and monopolar impedance measurements will report high.

Manufacturer narrative:
Boston scientific has issued a field safety notice ((B)(4)) reminding users to follow the steps outlined in device labeling when implanting the vercise genus deep brain stimulation (dbs) implantable pulse generators (ipgs); per labeling, the vercise genus dbs ipg is intended for implant within a subcutaneous pocket. Device header feedthrough (ft) wire break(s) have occurred in rechargeable vercise genus dbs ipgs that were implanted submuscular in the pectoral location. Note that the vercise genus dbs rechargeable ipg continues to meet safety and performance expectations when used in accordance with device labeling. X-ray inspection of the ipg revealed a fractured feedthru case wire. Fractography analysis of the feedthru wire showed indications of repeated bending stresses that exceeded the local fatigue strength resulting in the fractured wire. The use of a subpectoral implant technique imparts additional and frequent muscle tension forces onto the ipg against the rib(s) which would not otherwise be experienced when the ipg is implanted subcutaneously. Additionally, review of the instructions for use (IFU) revealed the directions for implantation indicate a pocket for the ipg should be created under the skin in a location that is in the chest or abdomen. Therefore, engineers concluded the cause of the high impedances and the consequential impact to the patient therapy was the result of the fractured/broken proximal feedthru wire caused by frequent stress and tension on the ipg from implanting sub-muscularly despite labeling instructing to implant subcutaneously.

Event description:
It was reported the deep brain stimulation (dbs) patient experienced a return of their tremor and bradykinesia. All monopolar impedance measurements were observed to be out of range, and it was noted the implantable pulse generator (ipg) had been implanted under the pectoral muscle. The patient underwent a revision procedure to replace the ipg.

Event description:
It was reported the deep brain stimulation (dbs) patient experienced a return of their tremor and bradykinesia. All monopolar impedance measurements were observed to be out of range, and it was noted the implantable pulse generator (ipg) had been implanted under the pectoral muscle. The patient underwent a revision procedure to replace the ipg.

Manufacturer narrative:
X-ray inspection of the ipg revealed a fractured feedthru case wire. Fractography analysis of the feedthru wire showed indications of repeated bending stresses that exceeded the local fatigue strength resulting in the fractured wire. The use of a subpectoral implant technique imparts additional and frequent muscle tension forces onto the ipg against the rib(s) which would not otherwise be experienced when the ipg is implanted subcutaneously. Therefore, engineers concluded the cause of the high impedances and the consequential impact to the patient therapy was the result of the fractured/broken feedthru wire caused by frequent stress and tension on the ipg from implanting sub-muscularly as the device is designed to be implanted subcutaneously.